Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site while wearing the pod longer than 72 hours. Reported symptoms include redness, pain and itching. The patient attended an appointment where swabs were taken of the affected area. When the results of these swabs were returned, the patient received an unspecified diagnosis (the patient¿s parent could not recall the diagnosis but clarified it was a type of skin infection). The patient was treated with a 5-day course of penicillin to be taken 4 times a day and topical octenisan to be used as a body wash for 5 days. The pod has been discarded.